Manufacturer narrative:
The customer reported that the device experienced an error 10003, system failure, cycle power, that was not resolved by cycling power. The device was evaluated by a philips field service engineer at the customer site. The control pca, power pca, and power supply were replaced to resolve the issue. Because multiple parts were replaced, we cannot determine specifically which one resolved the issue.

Event description:
The customer reported that the device experienced an error 10003, system failure, cycle power, that was not resolved by cycling power.